Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse starting therapy and getting alert 01 (patient line open) on the arctic sun device. The initial values flow rate was 0lpm, circulation pump command was 0 percentage. Nurse disconnected and reconnected arctic gel pads using proper technique and there were same results. Nurse was able to get another device with serial number (B)(4). Nurse connected pads to new device. The device continues to have flow rate issue after confirming proper connection. Nurse stopped therapy and disconnected pads and enabled manual control. The inlet pressure was -7.1psi, circulation pump command was 48 percentage and flow rate were 1.7lpm. Nurse added right chest pad the inlet pressure was -7.1psi then added left chest pads the inlet pressure dropped to 3-.8psi. Nurse removed left chest and added right thigh the inlet pressure was -7.2psi and added left thigh pad the inlet pressure was -7.2psi, flow rate was 1.5lpm and circulation pump command was 45 percentage. Mis recommended to nurse to swap out the left chest pad for a universal or two if needed for coverage and to save this chest pad for investigation. The flow rate should increase with the addition of the universal pad. Per follow up information received via phone on (B)(6) 2023, it was reported that there was no impact to the 55-year-old, male patient and therapy was completed. Nurse was advised by mis to change the pads. The device works without any alarms and it was not sent to biomed.

Event description:
It was reported that nurse starting therapy and getting alert 01 (patient line open) on the arctic sun device. The initial values flow rate was 0lpm, circulation pump command was 0 percentage. Nurse disconnected and reconnected arctic gel pads using proper technique and there were same results. Nurse was able to get another device with serial number (B)(6). Nurse connected pads to new device. The device continues to have flow rate issue after confirming proper connection. Nurse stopped therapy and disconnected pads and enabled manual control. The inlet pressure was -7.1psi, circulation pump command was 48 percentage and flow rate were 1.7lpm. Nurse added right chest pad the inlet pressure was -7.1psi then added left chest pads the inlet pressure dropped to 3-.8psi. Nurse removed left chest and added right thigh the inlet pressure was -7.2psi and added left thigh pad the inlet pressure was -7.2psi, flow rate was 1.5lpm and circulation pump command was 45 percentage. Mis recommended to nurse to swap out the left chest pad for a universal or two if needed for coverage and to save this chest pad for investigation. The flow rate should increase with the addition of the universal pad. Per follow up information received via phone on 10mar2023, it was reported that there was no impact to the 55-year-old, male patient and therapy was completed. Nurse was advised by mis to change the pads. The device works without any alarms and it was not sent to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.